Manufacturer narrative:
Product event summary: the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further test ing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s heart rate was in the 30s. The implantable pulse generator (ipg) device was suspected of rapid/ premature battery depletion and was unable to be interrogated. The device was explanted and replaced. No patient complications have been reported as a result of this event.